Manufacturer narrative:
(B)(4). Product analysis: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft marker bands as per specification requirements. The stent was deformed with raised struts at the 7th distal stent segment. No other damage was noted on the device.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a non tortuous and non calcified cx lesion exhibiting 95% stenosis . No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. The lesion was not pre-dilated. It was reported that during the procedure, resistance was encountered when advancing the device. No excessive force was used during delivery. The device failed to cross the target lesion. Strut damage was noted during positioning. The stent was replaced with a non mdt stent to complete the procedure. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.